Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The device has been received for evaluation, however the product evaluation is still ongoing. A supplemental report will be provided regarding the evaluation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Product evaluation ongoing.

Manufacturer narrative:
The device has been received for evaluation, however, the product evaluation is ongoing. Therefore, a supplemental report will be sent with the investigation results. Product evaluation ongoing.

Event description:
As reported, during use in patient with this fogarty catheter, a breakage of the end of the fogarty probe while inside a prosthesis during a thrombectomy occurred and some debris was left over. The incident was described as isolated. There was no allegation of patient consequences due to this issue. There are no further details available for this case. The product was available for evaluation.

Manufacturer narrative:
One fogarty catheter was returned for examination. The catheter spring tip was received detached from catheter body. Spring tip was noticed stretched and bent. Part of the proximal winding was visible on detached spring tip, proximal winding was also noticed unraveled on the catheter body. Indications of what appeared to be bonding material were found on distal catheter body tip. Distal winding and balloon latex appeared to be in good condition. The report of catheter issue was confirmed. Based on further investigation performed by the engineers at the manufacturing site, there are production controls in the manufacturing process to prevent this type of malfunction. Furthermore, a product risk assessment was performed to address the condition of detached - spring tip failure for embolectomy models. In addition, the instructions for use have been reviewed and it is indicated that the balloon rupture and catheter separation are the most frequent causes of reported failures as a result of excessive pull force applied to remove adherent material. Also, it is specified that to minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation and pull force for each size catheter must not be exceed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.